Manufacturer narrative:
The assessment of lump/nodule was not confirmed as serious.

Event description:
Patient reported right side "feeling a lot of discomfort in the breasts", "feeling stitches and burning in both breasts, and sometimes they become swollen and hot". Additionally, healthcare professional reported capsular contracture, baker grade IV, ¿complex cyst", "implants with folds", "experienced "allergy in the whole body" (not device related). Later patient reported, "numerous cases of cancer in the family, which made her depressed and desperate","fear of having a cancerous disease" and "solid nodule" the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "feeling a lot of discomfort in the breasts", "feeling stitches and burning in both breasts, and sometimes they become swollen and hot". Additionally, healthcare professional reported capsular contracture, baker grade IV, ¿complex cyst", "implants with folds", "experienced "allergy in the whole body" (not device related). The device remains implanted.